Event description:
The customer received a blood glucose reading on the contour next link that was 100mg/dl different than a test performed on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Only the meter information was provided. Product was not replaced.